Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. (B)(6). Device history records review was conducted. DHR review for: part: #314.05 -synthes lot # 4686630, release to warehouse date: 24nov2003, expiration date: na, made by: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Subject device has been received and an investigation has been performed: the returned devices were evaluated and the complaint condition of: the tip of the screwdriver was found to be broken off near the shaft of the screwdriver. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Dimensional measurements were unable to be taken due to the condition of the device. The overall condition of the device is used, with worn etching and handle. Replication of procedural step unknown were able to be confirmed. Device article nr. 314.05 is a batch number controlled product, therefore no service history record review is possible. This complaint is confirmed, as part# 314.05 lot# 4686630 is broken: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that two cannulated hexagonal screwdrivers have wear and tear. There is no patient involvement. This complaint involves two devices. This report is 1 of 1 for (B)(4).